Event description:
It was reported that the patient underwent total hip replacement surgery in 2007, during which she received a durom acetabular component. Post-op, patient has been experiencing pain and surgeon has recommended revision. Patient is scheduled for revision surgery on 2009.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer, inc., which markets the devices in the u.s.